Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported at the end of a four hour atrial fibrillation procedure, a cardiac tamponade was detected. After isolating the right and left pulmonary veins and ablating the roof and the anterior line, changes were noted on x-ray and the pt's blood pressure and oxygen saturations decreased. The physician said that during the last ablation (anterior line), with the coolpath catheter, there was a "pop" and the cardiac tamponade was detected. A pericardiocentesis was performed, which resolved the cardiac tamponade. No further intervention for the pt was necessary. Add'l info was requested and is not available at this time.